Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that customer is having button error on the insulin pump. Customer stated it happened during exercise she was unable to clear the button error. Advised customer to contact hospital for replacement. No further information provided.